Manufacturer narrative:
The reported events loss of capture, low lead impedance, and loss of sensing were confirmed in the laboratory. A complete lead was returned in one piece for analysis. Internal insulation abrasion was noted at 14.1 cm from the connector pin, under the suture sleeve tie down impression. The inner coil was exposed at this location. This is consistent with the observation from the field.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented, failure to capture, nonexistent r-waves, and low pacing impedance was observed on the right ventricular channel. The physician elected to explant the right ventricular lead and the patient has been discharged.

Event description:
Additional information indicates that the issue was observed in clinic and the lead was replaced.

Event description:
The right ventricular lead was also exhibiting high pacing impedance. The right ventricular lead had accidentally been sutured down to the atrial lead, compromising the ventricular lead insulation.